Event description:
It was reported that the patient was symptomatic of pocket infection. The implantable cardioverter defibrillator system was explanted and the right ventricular lead was capped. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Additional information received noted that the capped right ventricular lead was explanted on (B)(6) 2024.